Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation reported having turned the ins down to 0.0 prior to the call because it was "bothering her" before. The patient then stated that it "does not bother her and does not have to pee." The patient stated that the device stopped bothering her when she turned it down to 0.0. The patient also mentioned that she will be having an operation for hemorrhoids and needs help turning the device off, the device was confirmed to be turned off at the time of the call. Additionally the patient stated that the patient programmer "should not be showing 0.0," the patient had previously stated that she turned the device to 0.0 and the cause of her confusion or allegation that the device should not be at this setting is unknown. Patient status is unknown at the time of this report.